Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath was inserted into the patient; they were unable to advance introducer into the sheath. Both the sheath and introducer were prepped. They removed it without incident and used another one of the same product without any incident. It was reported that the patient had no known issue due to the issue and the case was completed fine. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 23dec2020. The procedure was a superficial femoral artery (sfa) for peripheral artery disease (pad) case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath catheter and dilator assembly difficulty since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.